Event description:
Pt reports nebulizer is defective. Details are unknown. Unknown if dose was missed. Unknown if pt experienced an adverse event. Unknown if defective prescription is available for return. Unknown if doctor is aware. No further info reported. Diagnosis for use: copd.